Event description:
Information received indicates the left intermediate siderail latch is not locking.

Manufacturer narrative:
The technician replaced the latch, siderail detent, and two screws on the same siderail to repair the bed.